Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information regarding cause of death was provided by the customer. It was noted that an autopsy was not performed, and the device was not explanted for evaluation. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. Multiple low flow hazard alarms were captured on (B)(6) 2023. Approximately two hours after the onset of these events, a driveline disconnect alarm and subsequent pump stop were captured, consistent with the removal of device support following the patient's death. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1. The IFU also notes that the low flow alarm is triggered when the flow is less than 2.5 lpm. Section 7, "alarms and troubleshooting", outlines all system controller alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown. No autopsy was performed. An additional review of the log files revealed intermittent low flow alarms starting on (B)(6) 2023 at 2123. The low flow events continue to occur intermittently throughout the remainder of the log file. The file ended with the driveline being disconnected on (B)(6) 2023 at 2337.